Event description:
It was reported that when first powering on the programmer and during boot up, an error appears. The caller tried running the service disk and programmer still kept booting to that error. It was also reported the programmer won't boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer boots up to an error. As a result the hard drive was reconfigured and software was reloaded.